Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that during a follow up check, the right ventricular lead showed elevated pacing thresholds. A chest x-ray showed that the lead was in good position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal end of the electrode was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.